Event description:
It was reported that the tip of the wand broke off in the pt. The tip was retrieved and the pt was x-rayed to ensure no fragments remained. Another item was used and the case was completed.

Manufacturer narrative:
Additional information will be provided once investigation is complete.